Event description:
A patient underwent radiofrequency ablation of long segment barrett¿s esophagus using the barrx 360 express ablation catheter. The patient experienced three weeks of severe post procedural pain. It was reported by the account that the patient presented with a stricture about two months after rfa at follow-up. The stricture was treated with dilation. No further information was provided.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).